Event description:
It was reported that intermittent malfunction alarms occurred. Customer's continuous glucose monitor read "high," however, specific blood glucose (bg) value was not provided. A correction bolus was delivered to address bg level. The pump was reset and insulin delivery was resumed.